Manufacturer narrative:
The date of the event is unknown. For this reason, the date that the manuscript was received by the publisher ((B)(6) 2021 ) was used as the occurrence date. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause of the thrombus cannot be confirmed; however, there was no allegation or indication a product deficiency or malfunction contributed to this adverse event. Based on the available information, the event may be due to patient comorbidities. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Article reference: beukian, sarine, et al. 'Subacute aortic root and valve thrombosis following transcatheter aortic valve replacement in a left ventricular assist device patient: from one problem to the next.' Case: cardiovascular imaging case reports 5.2 (2021): 97.

Event description:
As reported in the article, 'subacute aortic root and valve thrombosis following transcatheter aortic valve replacement in a left ventricular assist device patient: from one problem to the next', the patient underwent a successful tavr under cardiopulmonary bypass with an oversized 29 mm sapien 3 valve, using an additional 5 ml in-valve balloon followed by balloon post-dilatation with an additional 4 ml. Transesophageal echocardiogram showed a stable sapien 3 position with trivial paravalvular ar. The patient clinically improved, with normalization of hemodynamics. Post operative day (pod) 7. After tavr implant, the patient had an episode of sustained ventricular tachycardia (vt) requiring defibrillation and was placed on amiodarone. The patient was discharged pod 9. On pod 10, the patient presented with more implantable cardioverter defibrillator discharges due to sustained monomorphic vt. Computed tomography angiography was ordered to evaluate the left ventricular assist device (lvad), cannulas, and left ventricular size. It revealed complete thrombosis of the sapien 3 valve and adjacent sinuses of valsalva without coronary artery occlusion. According to the article, the probable cause for the patient's presentation at the time was thought to be coronary embolism. There was no occlusive coronary lesion seen on the computed tomography angiography performed. The patient continued to have vt, which was eventually controlled on lidocaine and dofetilide. The patient was presented at the heart transplant selection meeting and was listed for transplantation. The patient underwent a successful cardiac transplantation.